Event description:
During a routine hemodialysis treatment, it was reported that the cycler triggered a blood leak alarm. The operator reported that they reset the alarm and restarted treatment and the blood leak alarm occurred again. The operator contacted nxstage for assistance and was advised to check the effluent line for the presence of blood. It was observed that there was blood colored fulid in the effluent line. The blood pump had been off for seven minutes so the treatment was terminated without rinseback, resulting in an estimated 220cc blood loss. No medical intervention was required.